Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusions set tube leakage at site event on (B)(6) 2023. Infusion set has been used for 1 -2 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-12088 - device 1 of 10.